Event description:
Customer reported allergic reaction at tooth location #20. It was also reported that the implant appeared to have moved from the initial placement; maybe the patient was chewing with implant. The implant was removed. Symptoms as a result of the event: edema, inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) 3i t3â® non-platform switched tapered implant 4 x 10mm (bost410) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use, wear. No apparent malfunction was noticed during product evaluation that would contribute to the event. Implant matched prints where measured. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing negative trend or non-conformance/CAPA/hhe/d/ie/product hold against the reported device that did or could cause or contribute the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number (2021080377). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2021080377) for similar events and no other complaint was identified. The device could not be functionally tested for the reported failure (allergic reaction). Therefore, the reported event couldn't be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is inadequate treatment planning or placement of implant in a patient with patient factors. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.